Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the ER with hyperglycemia. The patient's blood glucose levels read "high" indicating that they were greater than 250 mg/dl while wearing the pod between 4 and 24 hours at the infusion site (arm). No other symptoms reported. Ketones were checked but the results are not known. The patient was treated with saline water. The patient was observed overnight and was released the following day. The pod was not removed at the hospital.